Manufacturer narrative:
Original submission narrative: this complaint was to revisit the maintenance plan or instructions for use (IFU) for the p300 system. The original emdr was submitted to the non-production environment. This report is to submit to the production environment. The original emdr submission is attached.

Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery. It was reported that the instructions for use (IFU) does not include planned maintenance. Per the IFU, the p300 system does not need maintenance, yet when opening the system to repair it, it was all dusty and the cpu was noted to be broken. The customer requested siemens review the IFU and let the customer know whether they really not need to perform planned maintenance on p300, or correct the instructions for use accordingly. A patient follow-up with the siemens technical support engineer (tse) was conducted and he stated that the follow-up questions don't apply to this phenomenon. The complaint was filed not because the system caused any harm but because the IFU states that p300 doesn't need maintenance, yet this system was defective because of excessive dust in the system. This complaint was to revisit the maintenance plan or instructions for use for the p300 system. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Customer requested siemens for revisiting of maintenance plan or instructions. When opening the p300 system to repair it, it was noted that all dusty and the cpu was noticed to be broken. The instruction for use (IFU) does not include planned maintenance. On july 15th, 2006 the accuson p300 ultrasound system will no longer require preventive maintenance. The product instruction for use (IFU) reflects this decision and the maintenance interval as communicated by the siemens organization. Therefore, the preventive maintenance is not recommended.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: the reported issue was that the instructions for use for the p300 ultrasound system does not include a planned maintenance. As a resolution, the preventive maintenance interval for the p300 was updated accordingly.